Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7123325.

Event description:
It was reported by the patient that during the spinal cord stimulator (scs) trial phase they experienced stimulation at a non-target area. The patient believes that the trial leads were placed in the wrong position however bsc representative states that xrays confirmed that placement was in an optimal spot. Re-programming was attempted however, the issue did not resolve. The patient also reports feeling new pain and having tissue damage around the heart and right abdomen. Additionally, the patient reports he had a seizure directly associated with muscle spasms which he believes are due to wrong placement of the leads. However, there was no tissue damage appreciated by the nurse practitioner during the removal of the scs trial leads. The scs trial phase ended as scheduled and did not end early. There wasn't any treatment for the seizures as the patient was of sound mind with no indications or neurological deficit indicated at the time of the scs trial. After the scs trial leads were removed without difficulty, the patient walked out with normal gate and was advised to follow up with his pain management physician.